Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of 44 mg/dl and was inquiring on sensors as recommended by healtcare professional due to customer being pregnant. Customer declined troubleshooting for low blood glucose.